Event description:
Went in to (B)(6) for lip filler and botox, after lip filler migrated causing deep horizontal line around my mouth, botox was watered down causing no affect but a headache for 2 days.